Event description:
It was reported that a patient underwent a mammectomy procedure on (B)(6) 2015 and a reservoir was connected to a drain. Weak suction was found due to damage of the adapter. Therefore, drainage was not performed properly. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.